Event description:
A surgeon reported that air came out from the infusion line during surgery. There was no harm to the patient. Additional information was requested, however the customer was unwilling to provide any further information.

Manufacturer narrative:
The sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).